Event description:
It was reported that during operations check the device won't shock. There was no report of patient involvement.

Event description:
It was reported that during operations check the device won't shock. There was no report of patient involvement.